Manufacturer narrative:
Concomitant medical products: evproplus-34us transcatheter valve, implant date (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that failure to capture, increased thresholds, low impedance, oversensing noise and lead fracture were noted on the right ventricular (rv) lead two days post implant of a transcatheter aortic valve replacement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The analyst noted while performing continuity and resistance testing of the proximal conductor, the outer insulation was covering the sense ring at the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.